Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15329. It was reported during the ipg replacement procedure, after the ipg was replaced, diagnostic testing on the patient's lead showed high impedances. The physician elected to not replace and/or revise the patient's lead. The patient is currently without stimulation. The physician elected to perform additional surgical intervention at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.